Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused during infusion. The pump was programmed for the patient to receive a bolus of dextrose injection 10%; however, when the pump indicated that the infusion was complete, it was observed that the bag was completely full, and no medication had been delivered to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5: it was reported that a novum iq large volume pump alarmed infusion complete the bag was completely full when the fingerstick was rechecked the patient was still hypoglycemic. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.